Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. Based on the information received the cause cannot be determined; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received a call reporting that a female patient, implanted with a 27 mm mitral valve implanted in tricuspid position for approximately four years is exhibiting symptoms of regurgitation and stenosis. Patient reported she was diagnosed with stenosis one year post implant and now has both regurgitation and stenosis. Patient stated she was increasingly symptomatic with shortness of breath and jvd. Patient reported she needs re-operative surgery and is to be scheduled post tee and consult for tavr versus surgical replacement.